Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was current blood glucose level was 418 mg/dl. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. Air bubbles of soda pop/champagne size were present. Customer did receive alarms since high blood glucose began. The insulin pump will be returned for analysis.